Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 163 mg/dl. The customer went swimming and put the pump back on where it was damp. The screen on the insulin pump is cracked. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had moisture damage was noted on keypad traces. No cracks noted on display window. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.